Event description:
It was reported that the programmer was unable to interrogate devices and that it had been working only intermittently for several weeks. The programmer head was changed out, but the situation did not resolve. The programmer was therefore swapped out with a different programmer which was readily available, and returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Needed to pull up on the connection to get the programmer to interrogate. Connector terminal found broken.